Event description:
As reported, this pt received a gore tag thoracic endoprosthesis for the treatment of a type b dissection. A reintervention was performed for collapse of the tag device in the aortic arch (therapy unknown). Currently the pt is doing well.